Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room while experiencing fast heart rate. During device interrogation, it was noted that the device was in magnet mode due to a recent unrelated procedure. Magnet mode was programmed off. The patient was stable after the programming change and will continue to be monitored.